Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was implanted on (B)(6) 2018 during a percutaneous transhepatic cholangiography and drainage (ptcd) procedure. The catheter was reported to be leaking bile at the joint on (B)(6) 2018. An additional procedure was scheduled to remove and replace the device. As reported, the patient did not experience any adverse effects due to this occurrence. To date, additional information regarding the event has not been made available. On (B)(6) 2018,the physician implanted the drainage catheter in patient. On (B)(6) 2018 the patient feedback that the drainage catheter was leaking. The physician found that bile was leaking from the joint of the drainage catheter. So the physician process the das with npas-00-rh-nt to remove the drainage catheter out and placed a new drainage catheter for the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. The customer returned one 7.0fr mac-loc catheter in a used condition. The device was returned with the mac-loc in the unlocked position. Biomatter was present on the device. The distal pigtail curl appeared to be discolored. There appeared to be tape or adhesive on the proximal hub. The connector cap appeared damaged, as if the knurling on the cap was gripped by a tool. No other surface damage was noted on the device. A leak test was conducted by clamping the distal end of the catheter tubing with hemostats and injecting room temperature water into the proximal end. The leak test was able to confirm the presence of a leak between the catheter tubing and connector cap. Tug and twist tests were conducted revealing that the proximal assembly was secure. The connector cap was removed by dissociating the adhesive bond with ipa. Upon removing the cap, the suture string was found wound in the threads. The flare appeared concentric, had a lip, but was otherwise in good condition. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined whether the flare was manufactured to specifications. Connector cap inner diameter, mac-loc hub inner diameter, catheter tubing outer diameter, and the number of threads showing between the cap and hub were measured and all found to be within manufacturing specifications. The device did leak, but based on the measured parameters it is not out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We have notified the appropriate personnel. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.